Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had to get the district nurses out on (B)(6) 2024 to change the catheter. When they tried to blow the balloon up, the pipe joining the catheter had split where it joined the catheter and spilled water and urine everywhere. So, they got another one out and did the same thing. By that time, the patient was in agony due to prodding, poking etc. They were in tears and had 4 left after getting 3 ones in. The patient was exposed to hazardous, blood, or bodily fluids and experienced pain and discomfort. Per sample received on 20aug2024, it was noted that the additional foley catheter was returned for evaluation. Per follow up received on 19sep2024, stated that they put on to these catheters by our district nurses as the other ones kept blocking through sediment. They suffered from water infections quite a lot as well.(patient, had been a paraplegic since 1994,suffered blood clot back of neck, 1994 in hospital for 2 years, was able to walk 10/15 steps, but due to other setbacks back in 2020 went to hospital for a new knee, but the surgeon told them operation went well, but the anesthetist went in twice with the epidural and had now made the patient paralyzed could not felt both or move both of their legs, feet, hence been in hospital bed from (B)(6) 2020 to present and always) been told by the surgeon and head of community physio that they would never walk again. Now they had been using their product, but on using the three, the nurses came to fit one. Upon doing this, they inserted the catheter, came to blow the catheter up where you fit the catheter into the leg. The piece that you blew up split where it adjoins the main body, hence they did this a total of 3times. The patient had a very bad water infection and needed two lots of antibiotics but was still there and getting water infections using the product.

Event description:
It was reported that the customer had to get the district nurses out on (B)(6) 2024 to change the catheter. When they tried to blow the balloon up, the pipe joining the catheter had split where it joined the catheter and spilled water and urine everywhere. So, they got another one out and did the same thing. By that time, the patient was in agony due to prodding, poking etc. They were in tears and had 4 left after getting 3 ones in. The patient was exposed to hazardous, blood, or bodily fluids and experienced pain and discomfort. Per sample received on (B)(6) 2024, it was noted that the additional foley catheter was returned for evaluation. Per follow up received on (B)(6) 2024, stated that they put on to these catheters by our district nurses as the other ones kept blocking through sediment. They suffered from water infections quite a lot as well.(patient, had been a paraplegic since 1994,suffered blood clot back of neck 1994 in hospital for 2 years, was able to walk 10/15 steps, but due to other setbacks back in 2020 went to hospital for a new knee, but the surgeon told them operation went well, but the anesthetist went in twice with the epidural and had now made the patient paralyzed could not felt both or move both of their legs, feet, hence been in hospital bed from (B)(6) 2020 to present and always) been told by the surgeon and head of community physio that they would never walk again. Now they had been using their product, but on using the three, the nurses came to fit one. Upon doing this, they inserted the catheter, came to blow the catheter up where you fit the catheter into the leg. The piece that you blew up split where it adjoins the main body, hence they did this a total of 3times. The patient had a very bad water infection and needed two lots of antibiotics but was still there and getting water infections using the product.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual: upon inflation the catheter could not be inflated as hole was found on the inflation valve arm. No protrusions were present on the returned sample. This does not meet specification which states "product must conforms to drawing, per drawing ". Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be tears or holes due to manufacturing or handling problems. However, there was insufficient information to confirm this potential root cause. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "indication for use: drainage of urine. Directions for use: 1. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 2. Using proper aseptic methods, remove catheter from package. 3. Prepare patient per hospital/nursing recommended procedure. 4. Proceed with catheterization using standard techniques. 5. Inflate the 10ml balloon with a maximum of 10ml sterile water by using a water- illed luer-tip syringe. Do not use a needle tip syringe to inflate balloon. 6. Connect catheter to collection container. 7. To deflate the 10ml balloon, gently reinsert the luer tip syringe into the valve and aspirate. Caution: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure in the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and /or lead to injury, illness or death of the patient. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities: 5ml balloon: use 5ml sterile water , 10ml balloon: use 10ml sterile water, 30ml balloon: use 35ml sterile water, do not exceed recommended capacities. Caution: federal (u.s a.) Law restricts this device to sale by or on the order of a physician. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: do not aspirate urine through drainage funnel wall. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Do not use if package is damaged. Recommended indwelling time not to exceed 28 days." Correction: h: this report references a us equivalent device. The us UDI equivalent for this product number is used h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.